Event description:
It was reported that the device exhibited an ¿air in line defect¿ alarm. There was patient involvement and no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided. The affected device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was in good condition, no physical damage was found. A functional check and visual inspection of the device was performed, and the customer confirmed that the device displayed the ¿air in line¿ alarm as soon as it was started, and the air detector was defective. The root cause of the reported problem was unknown. As a result, the air detector will be replaced.